Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right atrial lead exhibited noise oversensing which led to automatic mode switching episodes. It was further noted that the lead failed to capture and exhibited high impedance. The sensing of the p waves was also noted to be low. The patient was not symptomatic due to the event. Crush or fracture was suspected on the lead. The lead was capped and replaced on (B)(6) 2017. The patient left the procedure in good condition, and would be followed up normally.